Event description:
It was reported that the patient developed an infection and fever. Also noted was the patient experienced phrenic nerve stimulation due to programming of the implantable cardioverter defibrillator. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. (B)(4).